Event description:
During baxter's functionality testing it was found that a spectrum pump had an undetected upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the false upstream occlusion alarm was confirmed and was reproduced. Evaluation found that a dried solution was on the upstream sensor and upstream pusher. When the solution was cleaned the pump performed as expected, with proper detection of upstream occlusions. The upstream sensor was calibrated to insure proper occlusion detection.